Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, myocardial infarction and thrombosis are known observed and potential patient effects as listed in the omnilink elite electronic instructions for use. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the same day the omnilink elite stent was implanted, the patient developed subacute thrombosis (sat) in the distal end of the stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo right external iliac artery, which did not have any tortuosity or calcification. A 6.0 x 29 mm omnilink elite vascular stent was implanted on (B)(6) 2017. A day later the patient developed subacute thrombosis (sat) in the distal end of the stent, and thrombus aspiration was performed. The patient expired on (B)(6) 2017 from a myocardial infarction. It was reported that the omnilink elite stent caused the thrombosis. No additional information was provided.